Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had chronic suppurative otitis media (csom). Revision surgery was performed in (B)(6) 2016 during which the same device was re-inserted. Re-mapping was attempted, however the user still does not respond to sound with the device.

Event description:
The recipient had chronic suppurative otitis media (csom). No migration of the electrode array was observed. The recipient was explanted on (B)(6) 2018. Due to the presence of middle ear infection, re-implantation could not be done as planned. The active electrode array has been cut and is still placed in the cochlea. The clinic will perform re-implantation when the infection is healed.

Manufacturer narrative:
Conclusions: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. The short circuit measured whilst implanted could not be reproduced or detected during investigation as the active electrode has been further mechanically damaged during removal surgery. As per information received from the field, the recipient suffers from chronic otitis media, which likely caused the observed high impedances as consequence of physiological changes in the cochlea. Finally, the implant housing was found slightly rocked at explantation, however no uncomfortable sensation or inconvenience has been noted. This is a final report.